Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus and basal delivery. The customer's blood glucose (bg) level was 269 mg/dl. The customer changed the infusion tubing and a correction bolus was delivered via the pump to address the bg level. Tandem technical support had the customer perform a system check and the current occlusion appeared to be site related; however, after removing the cannula, no damage was reported. The customer placed a new cannula and resumed insulin delivery. The customer was also sick and indicated that the sickness may have contributed to the high bg level.